Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified 22ga nexiva catheter experienced a defective tubing clamp. The following information was provided by the initial reporter: rn inserted 22 ga bd nexia IV to patient noted that clamp installed incorrectly unable to clamp IV line.

Manufacturer narrative:
The following information has been corrected: b.5 date of event: (B)(6) 2020.

Event description:
It was reported that the unspecified 22ga nexiva catheter experienced a defective tubing clamp. The following information was provided by the initial reporter: rn inserted 22 ga bd nexia IV to patient noted that clamp installed incorrectly unable to clamp IV line.

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the unspecified 22ga nexiva catheter experienced a defective tubing clamp. The following information was provided by the initial reporter: rn inserted 22 ga bd nexia IV to patient noted that clamp installed incorrectly unable to clamp IV line.